Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she gave a bolus earlier for her lunch and her blood glucose was at 222 mg/dl about an hour later. Customer tried to give a bolus but the pump showed she has active insulin. Customer mentioned that she had some high blood glucose on (B)(6) 2013 and was unsure why. Customer's blood glucose was 128 mg/dl on (B)(6) 2013. Customer ate a hamburger, fries, and a coke and then bolused for food. Customer's blood glucose was at 405 mg/dl at 6:47 pm. Customer gave a correction bolus and checked again at 8:40 pm. Customer's blood glucose was at 437 mg/dl. Customer did a complete set change and her blood glucose was 506 mg/dl at 9:44 pm. Customer's blood glucose was 524 mg/dl at 9:50 pm. Customer treated with a 13.0 unit syringe and her blood glucose went down to 496 mg/dl at 10:12 pm. Customer changed her set again. Customer treated with the pump and syringe. Customer had a bent cannula and was advised to do a complete set change.